Event description:
Revision surgery was done on (B)(6) 2022 due to possible infection. Actually, it was not infection. It was inflammation of skin and soft tissues.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.